Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported an incident in which the system gave a blood glucose result of 21.0 mmol/l at a time when the customer had symptoms of hypoglycemia. The customer could not breathe and was sweaty. Customer retested within 10 minutes and it was 3.8 mmol/l. Customer was given juice by wife, transported to hospital via ambulance. No details on hospitalization provided. Reported no action or inaction based upon on a device result that caused or contributed to serious injury. No delay in treatment noted. Monitor and strips replaced and requested to be returned, strips not available for lot number.